Event description:
A home pt called the baxter technical assistance line regarding a system error 2240 alarm that occurred during the initial drain of home pt's homechoice treatment. Pt was connected at the time of the alarm. The pt noted pt did not disconnect at any point during the treatment. Nothing unusual was noted in supply setup, however, the pt did communicate that pt lets pt's standard supplies go through prime, then after prime is completed, pt connects two patient extension lines to the setup and proceeds with the treatment. No pt injury or medical intervention reported by pt.